Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1616c93e, serial/lot #: (B)(4), ubd: 18-jul-2013, UDI#: (B)(4) ; product ID: enew2020c82e, serial/lot #: (B)(4), ubd: 14-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 63 mm abdominal aortic aneurysm. It was reported that the patient has torturous anatomy. It was reported that during a CT approximately 8 years post the index procedure showed the patient had a type ia endoleak. It was also reported that the patient had a type ib endoleak. It was reported that the stent graft was relined with a non-mdt device and a right renal chimney procedure carried out to resolve the event. As per the physician, the cause of the event was believed to be migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.